Event description:
It was reported that (1) sw100 was used during a laparoscopic nissen fundoplication procedure. It was reported by the representative that the suture assistant would not clinch loop down. The case was finished with a second device. There was no consequence to pt.